Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2023. During the procedure, the nurse had difficulty advancing the autotome rx 49. During the delivery, the wire in the middle of the handle of the autotome rx 39 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.